Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked cast at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump had a crack in the case. The device was not dropped. The crack is seen next to the display. The drive support appears to be normal. Customer does not know how the damage happened. Customer's blood glucose was not provided. The device will be replaced. Nothing further provided.